Manufacturer narrative:
This report has been identified as b.braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. During the analysis of the history log files it could be detected, that 63 bulos were given. But no errors or other abnormalities could be found. During the visual inspection of the infusomat space, it was possible to detect, that he cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. The device was in a clean state and no visible damages could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,52 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the reported issue a special test of the bolus function was performed. A infusion was started and a bolus was given several times during the infusion. No malfunction could be detected. The upper housing part was removed for an investigation of the inside the device. No damages or soiling were found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. A product devication could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion". Customer information: patient on propofol infusion, pump allowing boluses and number of mls infused increasing however, no propofol been given to the patient. Patient was waking up from sedation and had a compromised airway so needed to stay sedated from notes taken from conversation with (B)(6) on (B)(6) 2020: pt receiving IV propofol via cvc line at 30mls/hr. Infusion running from 100mls glass vial of propofol.